Event description:
General report received of extension sets tearing during use with a power injector. The tears have been occurring since october 2000. There were 4 cases in october, 1 case in jan. 2001, and 1 case in july 2001. The customer reports that the injector setting is a flow/duration rate of 8cc/sec. The psi was unknown to the reporter. The volume of contrast that is injected is always 100cc's. It was noted that the tear would occur within the first 15-20seconds of the injection. The tear was always near the patient end of the extension set and approximately 1-2 inches long. There was no report of the patients having had experienced blood loss. When the tear was noted, the injector was turned off and the set was changed. The patients were re-injected with contrast for completion of the CT scan. There was no report of adverse patient effect. Additional pt information was requested, but no further information was available.